Manufacturer narrative:
Reporter last name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that after the device was turned on, the self-check failed and it was displayed that the treatment measures had been disabled. There was no patient involvement.